Event description:
Patient was intubated with endotracheal tube (ett). Respiratory therapist noted that ett is unable to hold inflation. Ett had to be changed with another ett. Defective ett sent to risk management. The packaging was not available and therefore a lot number was not recorded.